Manufacturer narrative:
The lead was not explanted and will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the implant procedure, while positioning this right ventricular (rv) lead, the 76 year old patient experienced cardiac arrest due to a cardiac tamponade. Cardiopulmonary resuscitation (CPR) was started and continued for quite some time during the resuscitation efforts. The patient was intubated and connected to a ventilator, then the echocardiography was performed and a pericardiocentesis was attempted. The echo confirmed the tamponade, but the cause was not identified. A perforation was not observed. The patient was nonresponsive throughout and subsequently the death was declared approximately 90 minutes after the cardiac arrest. The cause of death was reported as cardiac tamponade and cardio respiratory arrest.